Event description:
The alcon legacy system was used for phacoemulsification. At the end of phacoemulsification, there were signs of wound burns. The patient was instructed to follow up with the surgeon the following day.